Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump went off after swimming. Customer¿s blood glucose level was unknown. Customer declined to troubleshooting for the issue. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. Insulin pump will not be returned for analysis.